Manufacturer narrative:
The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that two r-pilot files broke during use. The outcome of the event is unknown as of this MDR evaluation.

Manufacturer narrative:
The returned files are both broken in the active part (mixed conditions torque + fatigue or torque). No material defect was found during analysis of the rupture patterns. No unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend.